Manufacturer narrative:
The actual device was returned and evaluated. Reliability engineering confirmed the complaint of e6 error message. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage/wear over time. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
It was reported that during a craniotomy surgical procedure the hand piece device displayed an error code 6. The planned surgical procedure was completed without delay. No patient harm, adverse outcome or injury was alleged. The reporter confirmed that an identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.